Manufacturer narrative:
A discrepancy was noted between the suspect device reported by the customer per their received medwatch (8015: sn (B)(4)) and the suspect device discovered after carefusion's investigation (8100: sn (B)(4)) the customer¿s report of a channel disconnect during an infusion was confirmed. Physical inspection of the device noted the female iui connector had excessive contamination on each of the contact pins. It was also noted that on 3 of the 4 other concomitant devices returned for this event, contamination on the female iui was also present. A slight contaminant film was also noted on the male side iui connectors. Analysis of the pcu event log shows that a channel disconnect alarm occurred on (B)(6) 2015 at 11:59 am while one infusion was in progress. Based on the logs the channel disconnect alarm caused the suspect pump module that was infusing to stop and reboot. The infusion was then restored and restarted within minutes of the failure. Approximately 1 hour and 14 minutes later the channel disconnect event occurred again causing the one infusion in progress to again stop. This infusion was not restarted until 23 minutes later. The device then ran until the next day without any further interruptions for channel disconnects. It should be noted that following the system shut down on (B)(6) 2015, the device was powered on numerous times with each module being removed and reattached on many different occasions. The removal and reattachment of a module would induce a wiping effect on the pins as they connect and provide a better connection. Testing on the system was performed with the devices configured identical to how they were used by the customer. It was found that the channel disconnect alarm could be induced by simply rocking the system back and forth on a desktop. Once the female iui connector was replaced on the suspect pump module the channel disconnect event could no longer be induced. After installing the original iui connector back on to the device the disconnect event could again be easily induced. Testing confirmed that the female iui connector on the suspect pump module was the source of the channel disconnect event. The root cause of the customer¿s report was found to be excessive contamination on the female contact pins of the iui connector.

Event description:
The customer reported that an lvp alarmed with a "disconnected" message and stopped infusing while a patient was walking. There was 1 syringe pump to the left of the pcu, and 3 lvps to the right. The nurse restarted the infusion. The customer reported no patient harm. The received customer medwatch states: "mom notified the nurse that while patient and mother were going for a walk, the pump started alarming after they exited the elevator. This rn noted that the pump's alarm referenced a module being disconnected and that the pump was no longer infusing. The nurse checked that all modules were secure, 1 syringe pump and 3 lvps. All modules appeared to be connected."